Event description:
A lithocatch immobilizer device was used during an ureterorenoscopy procedure in 2008. According to the complainant, while preparing the lithocatch basket, it was impossible to retract the basket into the sheath. It was stuck when deployed from the sheath during testing before being used in the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device expiration date and the manufacture date is unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.